Event description:
Customer alleges he fell out of his mobile chair and it resulted in injuries.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up if the device or further information becomes available.